Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v896800, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient got a new knee and must ride a stationary bike and 2 or 3 days ago when they were riding this bike they felt all at once pain in their bottom or crack. It felt like the stimulation changed locations and they patient felt like they had to get up like they couldn¿t sit anymore. After the incident the patient started messing with the patient programmer remote and thought they accidentally switched programs. The patient was usually on program 4 and the programmer showed that the patient was on program 4 at 0.4v and later said that the initial setting was 1.2v. The patient changed to program 2 at 1.2v and turned stimulation on and they did not feel stimulation. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment with their nurse on (B)(6) 2014 by telephone.